Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased in their home with one battery connected to the controller. The paramedics silenced an alarm. Log files showed no data. The cause of death is unknown.

Manufacturer narrative:
Product event summary: one (1) pump (hw22783), one (1) controller (con302024), and one (1) battery with unknown serial number were not returned for evaluation. Review of the controller log files was not performed, as no log files covering the reported event date were available for analysis. As a result, the reported event could not be confirmed. There is insufficient information regarding the reported "alarm" event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) corrected to (B)(4). (B)(4) corrected to (B)(4) controller 2.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: other devices involved in this event: heartware ventricular assist system - controller 2.0 / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: product event summary: one (1) hvad pump ((B)(4)), controller ((B)(4)), and one (1) battery with unknown serial number were not returned for evaluation. Review of the controller log files revealed that (B)(4) was in use during the reported event. Analysis of the log files associated with (B)(4) revealed that no alarms were logged within the analyzed period. As a result, the reported "alarm" event could not be confirmed. The log files associated with controller (B)(4) were not available for analysis. As a result, the reported "log files showed no data" event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller that was unable to communicate to a monitor can be attributed, but not limited, to a component malfunction within the serial module, a serial port connector malfunction, and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). Additional products: controller (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections for supplemental 002: (B)(4). If information is provided in the future, a supplemental report will be issued.